Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the mis single-inner setscrew revealed signs of operative use as evidenced by superficial markings, with threads and drive feature slightly worn. It was noted that the rod striations were observed on the set screw suggesting that the set screw was seated properly. Unusual witness marks were noted on the surface of the screw as opposing to the general rod striations suggesting that the set screw might have loosened. The torque handle returned with the set screw was tested and was noted to function as intended. The lot number was not legible from the returned set screw; therefore, the manufacturing or receiving inspection records could not be reviewed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the loosening of the single-inner setscrew cannot be determined. In general, patient factors that may affect the performance of the components include patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Eight weeks postop scoliosis surgery loosening of the innie and slipping on the rod observed, l3/4 left. Screw l4 viper uniplanar 6mm, l5 viper poly 6mm. Revision surgery was performed on (B)(6), inserting 2 new innies. Patient consequence? Yes. Patient consequence description: revision surgery. Action taken for procedure:revision surgery and replacement of the innies in l3 and l4 left. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.